Event description:
The customer reported that the insulin pump no longer alarms. No blood glucose reading was reported. It was reported that the infusion sets were changed several times. The customer refused to troubleshoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.